Manufacturer narrative:
Device evaluated by MFR: product analysis was completed on the returned device. One leveen needle electrode was received with its tines in closed/retracted position. No visual defects were noted, the returned product looks under good conditions without evidence of damages or anomalies. Moreover, the handle was actuated moving it forward and backward and the tines of the returned device could be extended and retracted properly without problems or resistance. Residues (apparently blood) were present in the device indicating use and handling.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When the needle was deployed after puncture, it was reported that it expanded in irregular form under echocardiogram. The physician was concerned on uneven ablation, so the device was removed. When it was deployed on the desk, it deployed slightly distorted. Another of the same device was then unpacked and the procedure was completed. There were no patient complications that were reported.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When the needle was deployed after puncture, it was reported that it expanded in irregular form under echocardiogram. The physician was concerned on uneven ablation, so the device was removed. When it was deployed on the desk, it deployed slightly distorted. Another of the same device was then unpacked and the procedure was completed. There were no patient complications that were reported.